Event description:
The customer reported the system software was corrupt and the images cannot be saved to the correct pt. The field engineer noted that the system had mixing pt images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.